Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. Added- h6 impact code 4628 added- d6a/d6b.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that following implant of an impella cp optical pump, it was noted via echo that the pump was too deep. The pigtail was stuck in the papillary muscle and, upon attempted repositioning, the pump came back across the valve. After being unable to re-advance the device into position, the decision was made to replace the pump. There was no patient harm.